Event description:
Healthcare professional reported "patient mastectomy flap had an open wound that would not heal" this record is for the left side. Device was explanted and replace. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.